Event description:
Customer reported, a reading of 103 and external temps came back around 98. They did not continue taking catheter temps after the occurrence.

Manufacturer narrative:
Customer reported, a reading of 103 and external temps came back around 98. They did not continue taking catheter temps after the occurrence. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.